Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx closure device was implanted. The patient was placed on an anticoagulant regimen of aspirin. At the 45 day routine follow up post index procedure, a device related thrombus (drt) was discovered on transesophageal (tee) imaging necessitating a medication intervention. No patient complications were reported. A repeat tee was performed two (2) months later and confirmed the drt resolved.